Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. A hole was reported in the patient¿s catheter, but the cause of the peritonitis was unknown. The patient was hospitalized for 4 days for the reported event, but treatment for the peritonitis was unknown. The patient was reported to be recovering from the event. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). This report is for an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).